Manufacturer narrative:
A4, b5, b6, h6.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited a high pacing impedance and high capture threshold. Evaluation revealed that the ra lead fractured due to clavicular crush. The ra lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited an out-of-range pacing impedance. Evaluation revealed that the ra lead broke due to clavicular crush. The ra lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.